Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, an incomplete staple line was identified at the anastomosis site, affecting both the resected specimen and the remaining bowel within the patient. The surgeon performed the anastomosis using a sureform 60 stapler instrument with three sureform 60 blue reloads. The stapler instrument appeared to function as expected; however, upon inspection, a defect in the staple line was noted. The surgeon expressed concern that not all staples may have fired properly. After the patient failed an intraoperative leak test, the surgeon elected to abandon the anastomosis and proceeded with the creation of a stoma with a delay greater than 30 minutes. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the sureform 60 stapler instrument or a sureform 60 blue reload to perform failure analysis. A review of the stapler log shows that the sureform 60 stapler instrument, (lot number: k10251114-0214), was installed on the system 3 times and fired 3 blue stapler reloads. On install 1, the first 4 clamp attempts were aborted by the user. The 5th clamp was successful, and the firing was completed with no pauses for compression. On installs 2 and 3, the first clamps were successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the logs. Note: refer to medwatch report (MDR) with MFR report # 2955842-2026-21351 for MDR submission of the adverse event/malfunction related to the anastomosis using a sureform 60 stapler instrument with two of three sureform 60 blue reloads. Note: refer to medwatch report (MDR) with MFR report # 2955842-2026-21356 for MDR submission of the adverse event/malfunction related to the anastomosis using a sureform 60 stapler instrument with three of three sureform 60 blue reloads.